Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the intuitive surgical, inc. (Isi) requested that the large suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. Be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver jaws were not closing and holding the suture properly and were not moving in right direction during the procedure, it was removed by customer and checked that one side wire has been broken near to the jaws. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large sutuercut needle driver instrument was analyzed and found to have a broken grip cable at the grip idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint broken wire was confirmed by failure analysis. Common causes of broken - distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument jaws moved accordingly but it did not hold the needle. The instrument was not static. The movements of the surgeon scale were appropriate to the instrument. The instrument moved in the intended direction. The timing of the movement was appropriate. There were no issues related to the opening and closing of grips. No issues related to left/right (yaw) motion of the grips. No issues related to up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of the instrument. No fragments fell inside of the patient¿s anatomy. The instrument was inspected prior to procedure and there was no damage or anything out of the ordinary. No instruments collided with any other instrument or tool during the procedure.